Manufacturer narrative:
(B) (4). (B) (4). Mixed obturator. The analysis results found that a 12mm obturator labeled as 11mm was returned. Due to the returned condition, the obturator could not be inserted into the sleeve. A corrective action was initiated to address the found non conformance. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that before an unknown procedure, the device was opened from the package and the nurse tried to put the obturator into the trocar sleeve, but it was found that the obturator could not enter the sleeve. Another device was used to complete the case. There were no adverse consequences to the patient.